Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that approximately two weeks post monarc implant procedure, the patient had surgery to correct mesh exposure in the vaginal sulcus. No additional patient complications were reported in relation to this event. Related to MFR report # 2183959-2013-01207.